Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostyle device after an interventional endovascular treatment procedure with an 8f sheath. Reportedly there was difficulty depressing the plunger, but the plunger was fully depressed until it made contact with the device body. Then, when the plunger was pulled back, the suture-loop was not formed [cuff miss / suture-retrieval issue]. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
E1, facility name: (B)(6). The device was not returned for evaluation. Lot history record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to plunger deployment issue, needle to cuff miss include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.